Event description:
A physician attempted to use a graftmaster stent to seal a perforation created during a percutaneous coronary intervention (pci) at a saphenous vein graft. The graftmaster could not cover the entire section of the lesion and as a result, the perforation expanded. The perforation was surgically sealed. The patient's condition is currently stable.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.